Event description:
A patient reported blood glucose results of "300, 55, 200, 70, and 274 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed within specs. The meter is being replaced.